Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rotor was adjusted, and the door switches were checked. Invalidate home and re-home were performed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that post-operatively, the system would not open from around the patient. A manufacturer representative had to manually open the gantry door and then removed the system from the operating room. There was no reported delay to the procedure or impact to patient outcome due to this issue. The representative tried to perform opening the gantry and then it stuck again. The representative was able to make the gantry perform as intended. After the gantry door was working, the system displayed a "radiation disabled" warning and the system would never fully initialize.